Event description:
It was reported the patient was experiencing no stimulation sensation after having their previous implantable neurostimulator (ins) replaced the day prior. Stimulation was initially at 2.6v on program 1 and the patient could feel stimulation. As of the date of this report, the patient could not feel stimulation at 3.8v. The ins was confirmed to be on. Stimulation was decreased to 3.3v and then communication was lost. Adjustments could not be made with or without the antenna attached. It was stated the reporter had accidently pressed the middle/off key on the left side of the programmer, which turned the ins off. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0875y, implanted: 2013-(B)(6), product type lead. (B)(4).